Manufacturer narrative:
It is unknown if the sample is available. As of the date of this report, the sample has not been returned. A follow-up report will be submitted upon investigation completion.

Event description:
Perforation of the blood vessel caused by a blunt needle tip. As a result, the patient experienced a vagal reaction accompanied by syncope. Doctors comment: the needle tip is not sharp enough, which means it is sometimes not possible to puncture the jugular vein.